Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report pericardial effusion, requiring pericardiocentesis. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 4. After deployment of the first clip, a pericardial effusion was noted, requiring pericardiocentesis. The mr post procedure was reduced to grade <1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported pericardial effusion could not be determined. The reported patient effect of pericardial effusion as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.